Manufacturer narrative:
Concomitant medical product: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence. It was reported that trial patient was sore when they move. More information was received on (B)(4) 2019 with trial patient reporting that the reason for the call was because they think the lead wire has started to come out. Trial patient stated that yesterday the managing healthcare professional (hcp) office couldn't get them in, and them the pcp could change the dressing because it was saturated and itchy. This morning when the they woke up they noticed stimulation was no longer in the correct spot and that it was going up the right butt cheek as the butt cheek was vibrating. Trial patient's husband thought it looked like it came out about an inch and the dressing appeared dislodged. Trial patient stated they turned it off because they didn't think its doing anything for their bladder anymore. They mentioned it was working well when they initially started the trial. Trial patient was redirected back to their hcp to evaluate the lead. On (B)(6) 2019, trial patient further reported the handset keep losing connection with ens and when it does they would not feel stimulation. They stated once they turn handset on and reconnect they would be able to feel the stimulation again. They confirmed that therapy was on and is always on. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the hcp however questions asked regarding cause and actions taken during trial period were not addressed by hcp. No further complications were reported or anticipated.